Event description:
The event is reported as: complaint alleges: "the clips did not lock onto the vessels properly. The problem occurred during the first use. The problem occurred when ligation with the first clip was attempted during laparoscopic nephrectomy. Another clip applier was used to continue the procedure so no harm was caused to the pt."

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.